Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a left ventricular lead revision, during the procedure, the right atrial lead dislodged, the lead was explanted and replaced successfully. The patient did well post procedure and would continue to be monitored.